Manufacturer narrative:
Result: malfunctioning beeper.

Event description:
It was reported by service report that the bed exit alarm did not sound when the pt exited the bed. No pt involvement or adverse consequences were reported.